Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause, which was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, the pump was unable to advance into the aorta as a result of a calcified lesion in the subclavian artery. After multiple attempts the decision was made to abort placement of the impella 5.0 with an attempt to insert a smaller impella cp device. The cp would not pass the calcified lesion. After multiple attempts to pass the cp, the pump was removed, and the case was aborted.